Manufacturer narrative:
(B)(4). Catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient was taken to the operating room for a routine pump replacement due to eri (elective replacement indicator) of 3 months. Intra-operatively, the surgeon found no csf backflow and a broken catheter at the spinal site. He retrieved the spinal segment from the intrathecal space and did a dural repair. He replaced both the pump and catheter. The patient had no pre-op symptoms to indicate a likely catheter malfunction. There was reported to be no patient injury. The device system was used to deliver lioresal 2000 mcg/ml at 825.6 mcg/day